Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy with contraceptive"), abortion spontaneous ("miscarriage"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), genital haemorrhage ("heavy abnormal bleeding"), brain neoplasm ("tumor / teratoma / cancer type: brain") and blindness unilateral ("vision/eye problems type: blind in the left eye") in an adult female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 5, miscarriage (1999) and uterine fibroid. Essure confirmation test(s): (B)(6)2009 - everything was fine. Previously administered products included for an unreported indication: mirena birth control. Concurrent conditions included diabetes, disability (B)(6)2017 reason: heavy bleeding, iron levels, high thyroid levels), brain neoplasm nos and blindness. Concomitant products included levothyroxine and metformin. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rashes / rashes or skin conditions type: back, arms and feet"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), thyroid disorder ("hormonal changes describe: thyroid"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and blindness unilateral (seriousness criterion medically significant) and was found to have brain neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2018 and surgically removed thyroid). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, anaemia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, thyroid disorder, urinary tract infection, migraine, headache, nausea, depression, brain neoplasm, vaginal discharge, blindness unilateral and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, bladder disorder, blindness unilateral, brain neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, rheumatoid arthritis, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms you claim resulted from essure decrease or resolve following essure removal - yes, most, if not all symptoms decreased. Current weight 252 lbs. Patient did not allege that essure caused birth defects. Procedure name- pt. Here for essure procedure-left ostia was then visualized and the process repeated. 2 coils were noted outside the right, 2 outside the left ostia at the completion of the procedure. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - in (B)(6)2009: result: total bilateral occlusion. Anemia, abnormal bleeding vaginal, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: pfs & mr received: reporter information, patient demography, medical history, historical drug, lab data, product lot no., concomitant drugs, new events : pregnant with essure micro-insert, abortion spontaneous, device ineffective, hormonal changes describe: thyroid, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rashes, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: rheumatoid arthritis, rashes or skin conditions type: back, arms and feet, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: anemia, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: brain, pain, vaginal discharge, vision/eye problems type: blind in the left eye, fatigue, weight gain, hair loss, severity of pelvic pain and vaginal pain were added. On 17-jan-2019: medical record was received. Reporter information, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy with contraceptive"), abortion spontaneous ("miscarriage"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), genital haemorrhage ("heavy abnormal bleeding"), brain neoplasm ("tumor / teratoma / cancer type: brain") and blindness unilateral ("vision/eye problems type: blind in the left eye") in an adult female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, miscarriage (1999), uterine fibroid, hyperthyroidism, polyuria, polydipsia, jitteriness and palpitations. Essure confirmation test(s): (B)(6) 2009- everything was fine. Previously administered products included for an unreported indication: mirena birth control. Concurrent conditions included diabetes, disability ((B)(6) 2017 reason: heavy bleeding, iron levels, high thyroid levels), brain neoplasm nos, blindness, urinary incontinence, fatigue, tremor, joint pain, leg pain, headache, irritability, hot flashes, cold intolerance, itching, obesity, meningioma benign, blind left eye, chest pain, skin rash, dermatitis, cellulitis, graves' disease, hypertension, chronic lumbago, nausea, brain neoplasm and onychomycosis. Family history included ovarian cancer, breast cancer, diabetes, coronary artery disease, renal disease, multiple allergies, arthritis and stroke. Concomitant products included levothyroxine and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / rashes or skin conditions type: back, arms and feet"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), thyroid disorder ("hormonal changes describe: thyroid"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and blindness unilateral (seriousness criterion medically significant) and was found to have brain neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2018 and surgically removed thyroid). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, anaemia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, thyroid disorder, urinary tract infection, migraine, headache, nausea, depression, brain neoplasm, vaginal discharge, blindness unilateral and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, bladder disorder, blindness unilateral, brain neoplasm, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms you claim resulted from essure decrease or resolve following essure removal - yes, most, if not all symptoms decreased. Current weight 252 lbs. Patient did not allege that essure caused birth defects. Procedure name- pt. Here for essure procedure-left ostia was then visualized and the process repeated. 2 coils were noted outside the right, 2 outside the left ostia at the completion of the procedure. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: surgical pathology report: diagnosis: a. Tumor, skull base biopsy: meningioma, meningothelial type, who grade 1. B. Sphenoid bone, rule out tumor, biopsy: bone with meningioma, meningothelial, type who grade 1 c. Tumor, base of skull, bopsy: meningioma, meningothelial, type who grade 1. Anemia, abnormal bleeding vaginal, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of left essure'), pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy with contraceptive'), abortion spontaneous ('miscarriage'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('heavy abnormal bleeding'), brain neoplasm ('tumor / teratoma / cancer type: brain') and blindness unilateral ('vision/eye problems type: blind in the left eye') in an adult female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, miscarriage (1999), uterine fibroid, hyperthyroidism, polyuria, polydipsia, jitteriness and palpitations. Essure confirmation test(s): (B)(6) 2009 - everything was fine. Previously administered products included for an unreported indication: mirena birth control. Concurrent conditions included diabetes, disability ((B)(6) 2017 reason: heavy bleeding, iron levels, high thyroid levels), brain neoplasm nos, blindness, urinary incontinence, fatigue, tremor, joint pain, leg pain, headache, irritability, hot flashes, cold intolerance, itching, obesity, meningioma benign, blind left eye, chest pain, skin rash, dermatitis, cellulitis, graves' disease, hypertension, chronic lumbago, nausea, brain neoplasm and onychomycosis. Family history included ovarian cancer, breast cancer, diabetes, coronary artery disease, renal disease, multiple allergies, arthritis and stroke. Concomitant products included levothyroxine and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / rashes or skin conditions type: back, arms and feet"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), thyroid disorder ("hormonal changes describe: thyroid"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and blindness unilateral (seriousness criterion medically significant) and was found to have brain neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2018 and surgically removed thyroid). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, anaemia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, thyroid disorder, urinary tract infection, migraine, headache, nausea, depression, brain neoplasm, vaginal discharge, blindness unilateral and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, bladder disorder, blindness unilateral, brain neoplasm, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, pregnancy with contraceptive device, rheumatoid arthritis, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms you claim resulted from essure decrease or resolve following essure removal - yes, most, if not all symptoms decreased. Current weight 252 lbs. Patient did not allege that essure caused birth defects. Procedure name- pt. Here for essure procedure-left ostia was then visualized and the process repeated. 2 coils were noted outside the right, 2 outside the left ostia at the completion of the procedure. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: surgical pathology report: diagnosis: a. Tumor, skull base biopsy: meningioma, meningothelial type, who grade 1. B. Sphenoid bone, rule out tumor, biopsy: bone with meningioma, meningothelial, type who grade 1 c. Tumor, base of skull, biopsy: meningioma, meningothelial, type who grade 1. Anemia, abnormal bleeding vaginal, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: medical records received: event perforation, reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of left essure'), pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy with contraceptive'), abortion spontaneous ('miscarriage'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('heavy abnormal bleeding'), brain neoplasm ('tumor / teratoma / cancer type: brain') and blindness unilateral ('vision/eye problems type: blind in the left eye') in an adult female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, miscarriage (1999), uterine fibroid, hyperthyroidism, polyuria, polydipsia, jitteriness and palpitations. Essure confirmation test(s): (B)(6) 2009 - everything was fine. Previously administered products included for an unreported indication: mirena birth control. Concurrent conditions included diabetes, disability ((B)(6) 2017 reason: heavy bleeding, iron levels, high thyroid levels), brain neoplasm nos, blindness, urinary incontinence, fatigue, tremor, joint pain, leg pain, headache, irritability, hot flashes, cold intolerance, itching, obesity, meningioma benign, blind left eye, chest pain, skin rash, dermatitis, cellulitis, graves' disease, hypertension, chronic lumbago, nausea, brain neoplasm and onychomycosis. Family history included ovarian cancer, breast cancer, diabetes, coronary artery disease, renal disease, multiple allergies, arthritis and stroke. Concomitant products included levothyroxine and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / rashes or skin conditions type: back, arms and feet"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), thyroid disorder ("hormonal changes describe: thyroid"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and blindness unilateral (seriousness criterion medically significant) and was found to have brain neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2018 and surgically removed thyroid). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, anaemia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, thyroid disorder, urinary tract infection, migraine, headache, nausea, depression, brain neoplasm, vaginal discharge, blindness unilateral and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, bladder disorder, blindness unilateral, brain neoplasm, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, pregnancy with contraceptive device, rheumatoid arthritis, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms you claim resulted from essure decrease or resolve following essure removal - yes, most, if not all symptoms decreased. Current weight 252 lbs. Patient did not allege that essure caused birth defects. Procedure name- pt. Here for essure procedure-left ostia was then visualized and the process repeated. 2 coils were noted outside the right, 2 outside the left ostia at the completion of the procedure. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Pathology test - on (B)(6) 2014: surgical pathology report: diagnosis: a. Tumor, skull base biopsy: meningioma, meningothelial type, who grade 1. B. Sphenoid bone, rule out tumor, biopsy: bone with meningioma, meningothelial, type who grade 1. C. Tumor, base of skull, biopsy: meningioma, meningothelial, type who grade 1. Anemia, abnormal bleeding vaginal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.